Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the cartridge of the pump is leaking. Caller stated insulin leaked into the cartridge compartment of the pump. No adverse event reported. Requested return of the alleged cartridge and pump for evaluation.